Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with the issue and was informed that the pump needed a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. The customer's screen retuned after installing new batteries in the insulin pump. No further information was provided.